Manufacturer narrative:
It was found that the extension springs were missing from the side rail latches, which did not affect the latching functions of the side rail. There were no issues with the compression springs which was reported in error.

Event description:
It was reported by repair work order that the siderails could become unlatched unintentionally during use due to missing compression springs. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the siderails could become unlatched unintentionally during use due to missing compression springs. No adverse consequence or clinically relevant delay in treatment was reported.